Event description:
It was reported that the patient experienced elevated blood glucose after breakfast while using the ilet, which subsequently trended down during the call; education was provided that the system remained in its learning period and was adapting insulin delivery. Symptoms included hyperglycemia without reported complications. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education by support staff. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected adaptation during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.